Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to complete incoming functional testing) has been confirmed. Upon investigation the monitor was unable to complete functional testing. The cause for the failure was a pin 3 of the u409 can transceiver on the computer/analog board was shorting the 5v wire. Additionally, the q13 and q17 insulated-gate bipolar transistors (igbts)were shorted and u17 and u18 have pin 1 shorted to pin 6 and 7 on the defibrillator pca. The root cause for the shorted components could not be positively identified. No adverse events occurred from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.